Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20_jan-2018 with the following findings: during investigation, there were unexplained pump reboots observed in the black box. The battery compartment was found to be cracked. There was corrosion found on the inside of the battery compartment. The returned battery cap has stripped threads. The cap was unable to maintain electrical connection. The reported "power" complaint was duplicated. A test battery cap was used and was able to fit and maintain electrical connection. A test battery cap was used to complete a 24 hr duration test. There were no pump reboots duplicated during this time. A leak test failed due to a battery compartment leak. The pump cover was removed and there was no further evidence of moisture on internal components. There was no damage found to the power printed circuit board. The display was also found to have a discolored contrast.